Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the no cut condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the radical gastrectomy procedure, the blade did not cut the tissue completely. Anastomose failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.